Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains & returns. Source: phone.

Event description:
Reported one false positive flu b result on sofia flu+sars. Patient was asymptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided.